Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Patient presented to the healthcare facility complaining that stimulation for the drg lead placed at the t12 vertebral level was auto reducing. Diagnostics indicated high impedance readings on 2 out of 4 contacts. X-rays were taken and indicated the lead was fractured. A few weeks prior to the patient reporting the loss of effective therapy, patient had undergone a sacroiliac joint (si joint) fusion procedure which the patient said was invasive. To address the lead fracture, the lead was explanted and replaced

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found kinks in the outer tubing with all internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.